Event description:
It was reported that this lead exhibited high out-of-range pacing impedance measurements and loss of capture. It was believed that the lead was damage. A revision procedure was performed, and this lead was capped. No additional adverse patient effects were reported.